Manufacturer narrative:
The insulin pump was received with a button error alarm due to moisture damage on the keypad traces. The unit communicated properly with the minilink transmitter sensor and there was no unexpected lost sensor alarm noted. The unit had a minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, and broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 122 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.